Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Fibers sticking out the tip- tampon [device breakage] pull cord is on the outside rather than through the middle of tampon [device physical property issue] case narrative: consumer reported via e-mail that tampon fibers are sticking out the tip. No injury reported.